Event description:
It was reported that a beta bionics ilet user experienced a hyperglycemic episode after a dinner which included shrimp with tator tots and a salad with tomatoes and honey mustard dressing. The user also had a big piece of cake. The user reached a peak blood glucose of 332 mg/dl and stayed on the pump to resolve the reported issue. There was no further intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.